Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ blunt fill needle had foreign matter in the tubing. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation: one sample was returned to the columbus plant for evaluation. It has a piece of black foreign matter in the package that appears to be a combination of lube and dust therefore failure mode is verified. Probable root cause is the foreign matter came from the assembly line. This is the first complaint we have had for this defect and this batch. The assemblies used totaled 9,580,000. One defect for fm is a defect rate of .00001%. Our aql for fm ¿ non-fluid path is 1.0%. Qn review: no notifications were written for this batch, nor for the associated assembly batch. DHR review: a DHR review was performed on packaged batch 7023586, and assembly batches 7024511 and 7024513. Daily cleaning was performed four times, and weekly cleaning once during the packaging of this batch. Daily cleaning was performed 44 times during the assembly of the needles. Investigation results: one sample was returned. It has a piece of black fm in the package. It appears to be a combination of lube and dust. Possible root cause: probable root cause is the fm came from the assembly line.